Event description:
The customer called to report that they were admitted to the hospital for low bgs. It was stated that the customer had high bgs for two days prior to admission and believes that they overcompensated for high bgs, which caused low bgs. The customer indicated that they changed the infusion set four times in the last two days. Also the customer informed that the pump alarmed the night before when the reservoir was empty. Troubleshooting was performed. The pump passed all the functional testing.